Event description:
Healthcare professional reported " induration compatible with baker grade IV", "the left breast implant has some radial accommodation folds and some laminar pockets of fluid around it." Device remains implanted. Healthcare professional reported treatment with "medications."

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "induration compatible with baker grade IV" and "laminar pockets of fluid" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "induration compatible with baker grade IV" "laminar pockets of fluid".